Event description:
It was reported that the patient reported a urinary tract infection this month due to cathing. Patient saw the doctor and was prescribed medication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Single use do not resterilize. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Instruction for use: preparing for procedure: 1.open kit and remove contents. 2.remove top of calibrated plastics bag as directed and open tube of lubricant. 3.by squeezing rigid collar, open neck of bag to form around shape. 4.empty tube of lubricant into top chamber of bag so hat lubricant is deposited at bottom of chamber. 5.open package of providoine- iodine swabs as directed. 6.prep urethral meatus and the area surrounding the meatus with swabs. 7.meatus should be pressed tight against rigid catheter guide." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced a urinary tract infection this month due to cathing. Patient saw the doctor and prescribed medication.

Event description:
It was reported that the patient experienced a urinary tract infection this month due to cathing. Patient saw the doctor and prescribed medication.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Single use do not resterilize. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Instruction for use: preparing for procedure: 1.open kit and remove contents. 2.remove top of calibrated plastics bag as directed and open tube of lubricant. 3.by squeezing rigid collar, open neck of bag to form around shape. 4.empty tube of lubricant into top chamber of bag so hat lubricant is deposited at bottom of chamber. 5.open package of providoine- iodine swabs as directed. 6.prep urethral meatus and the area surrounding the meatus with swabs. 7.meatus should be pressed tight against rigid catheter guide." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.